Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to infection.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device should not have been reported under the zimmer warsaw MFR number. This report should be voided and a corrected report will be submitted under zimmer winterthur MFR number (B)(4).